Event description:
The pt contacted lifescan in 2005 alleging that she suffered several hypoglycemic episodes since her one touch ultra meter was reading inaccuretely high and low. She was unable to provide results, amount of insulin taken, or carbohydrates eaten during the three episodes. On two days, the month before the pt reported obtaining several hypoglycemic results, such as 64 mg/dl, 33 mg/dl, 52 mg/dl, 44 mg/dl, and 29mg/dl; however, it is unk if they were related to the three episodes. No further info was provided. Therefore, it is unk if the product(s) contributed to injury or medical intervention. In 2005 the pt reported blood glucose results of "101 mg/dl and 315 mg/dl" with the lifescan meter, performed within 20 mins of each other. In 2005, the pt had an appointment with her physician at the hosp to have her medication regimen adjusted. The pt reported blood glucose results of "20 mg/dl" with the lifescan meter and "59 mg/dl" on a laboratory device, performed within 10 mins of each other. She had been feeling "dizzy and bad" prior to the lab test. She was administered glucose. Between the tests there was no intervention that would be expected to change the blood glucose. Bases on statistical methology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The customer svc agent was unable to walk the pt through qc testing, as the pt did not have test strips or control solution. Since the calculated difference between the glucose results exceeded the expected value of <=20% and/or <=20 mg/dl and lifescan's criteria for accuracy, the complaint is being reported as a product malfunction due to the unmet accuracy and presision claims. The meter, test strips, and control solution were replaced.